Event description:
Product was pulled from post-anesthesia recovery (par) wall and opened by (inpatient and wound, ostomy, and continence nurse) ip wocn. A second dressing was also pulled from the par (which contained a different lot #). The second product appeared to be in expected/normal condition.